Event description:
In the beginning of 1991, an implantation of an impra 6mm ring-reinforced graft was used for a femoral-popliteal (below knee) procedure. In mid-1999, the pt noticed a palpable and painful tumor in the middle of the thigh. In 1999, there was an operative revision. A tear in the ventral circumference was noticed approx in the middle of the bypass (here no anastomosis, diameter clamping or pta). The defective section was explanted and a new interprosthesis was placed.